Event description:
The complainant alleged that during a routine shift check by a clinician the paddles gave a "paddle fault" message on two different defibrillators. The complainant indicated there was no pt involvement with this reported malfunction.